Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the unit and passed. The test p-cap and reservoir locks in place in the reservoir compartment. Device had minor scratched display window, scratched tube window and a partially broken off reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2018. The customer did not provide any symptoms such as a result of high blood glucose. The customer was treated by intravenous drip and antibiotics. Customer also reported that the insulin pump had motor error alarm. Customer was able to rewind the insulin pump. Troubleshooting was done for motor error alarm. The insulin pump will be returned for analysis.